Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed based only on the information provided. To perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. There is no inventory of the involved product code available at the facility and is no longer part of nuevo laredo manufactured product codes. The device history record of batch number 74l2201857 could not be conducted since the DHR is not available at nuevo laredo facility. However, according to sap system, no non conformance reports were originated for the lot in question that can be associated to the complaint reported. However, if defective sample becomes available at a later date this complaint will be updated as applicable.

Event description:
It was reported that: "bite block broke while inside the patients mouth. The tip of the bite block detached from the bite block itself- white handle and green block. The patient was intubated with a protected airway. There was no harm or consequence and the patient was reported as fine." Confirmed to happen on two separate devices from the same lot: associated complaints 3004365956-2025-0002.